Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00099 on 06/16/2016 for a (B)(6) advia centaur xp hcv (ahcv) patient result. Additional information: 09/01/2016 four studies were performed by siemens on the returned patient sample. Study 1: (B)(6) score western blot. The sample was run with two different timings: 2 and 16 hour incubations; by two different operators. The 2 hour incubation shows a light band on the c2 antigenic region, and the 16 hour incubation shows a light band on the c2 region. According to the manufacturer's IFU the 2 hour incubation results should be interpreted as indeterminate, and the 16 hour incubation should be interpreted as non-reactive. Study 2: siemens versant hcv kpcr. The in-house method shows that the patient sample was shown to be (B)(6) in the kpcr hcv assay. Study 3: advia centaur hcv test and specific antibody capture ((B)(6)). The serology profile for the sample investigation confirms the laboratory's (B)(6) response. The results are replicated across the two lots tested. Also, when the samples are tested on the specific individual "solid phases," there is no difference in response to suggest any of the antigens are able to capture (B)(6) that may be present in the sample. In a serial dilution, the sample does not show any change in reactivity. Study 4: chemistry profile on dimension vista the samples were tested on the following analytes: alti (alanine aminotransferase, ifcc), ca (calcium), direct bilirubin (dbil), igg, igm, total bilirubin (tbil), total protein (tp), triglycerides (trig), k+ (potassium), na+ (sodium), and crp (c-reactive protein). The purpose of this was to determine if the patient had any interferents, or was immunocompromised. However, the results appear normal; normal ionic levels, normal levels of common interferents, and normal levels of antibodies (igg, igm). Investigation result: siemens replicated the (B)(6) observed by the customer, and there is no more sample available for further testing in differentiating if it is a (B)(6) hcv class or if it only contains an antibody. The cause for the advia centaur (B)(6) hcv result is unknown. No conclusion can be drawn.

Manufacturer narrative:
The cause for the (B)(6) advia centaur xp hcv (ahcv) result compared to a (B)(6) alternate test method (pcr) result is unknown. The customer's advia centaur xp hcv quality control results were acceptable at the time of the event. Siemens has requested additional patient information, and the patient sample for investigation. The IFU states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A (B)(6) test result does not exclude the possibility of exposure to (B)(6). The calculated values for (B)(6) in a given specimen as determined by assays from different manufacturers can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level cannot be correlated to an endpoint titer." The instrument is performing within specifications.

Event description:
A (B)(6) advia centaur xp hcv (ahcv) result was obtained by the customer and considered (B)(6) compared to a reactive alternate test method (pcr) result. The physician had requested (B)(6) testing by pcr in addition to the advia centaur xp hcv test method. A different patient sample was used for the alternate (B)(6) (pcr) test method and the result was (B)(6). The customer performed repeat advia centaur xp hcv testing using the (B)(6) (pcr) test sample and the result was (B)(6). There was no report of patient treatment being altered or adverse health consequences due to the (B)(6) advia centaur xp hcv (ahcv) result.